Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018, device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, moisture was found behind the display lens and no moisture was found on the keypad or in the battery compartment. The battery cap was not returned. The battery compartment was cracked above, and below the bumper pad. A test cap was able to attach to the pump. The pump was unresponsive with no vibrations or audible sounds, and a blank display screen. A leak was found in the battery compartment. The pump cover was removed to find moisture ingress on the printed circuit board, and internal components.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was noted that there was moisture either on or in the keypad. It was not specified as to where it was. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.